Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 295428, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 301324, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility. Additional information was received that the patient underwent a spinal cord stimulator (scs) leads explant procedure due to unknown reasons. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.additional information was received that the patient underwent a spinal cord stimulator (scs) leads explant procedure due to unknown reasons. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation resultsthe device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 295428,model/catalog description: linear st lead kit 50 cm,unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 301324,model/catalog description: linear st lead kit 50 cm,unique identifier (UDI) #:(B)(4).